Manufacturer narrative:
The biomedical engineer reported that the uninterruptible power supply (ups) failed, causing the central nurse's station (cns) to lose power. The central nurse's station (cns) was then intermittently freezing up. The central nurse's station (cns) was in use on patients, however no patient harm was reported. The biomedical engineer was advised to swap the unit out for a known working one and continue testing this unit in his biomed shop. He will call back if he needs to send the unit in for repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the uninterruptible power supply (ups) failed, causing the central nurse's station (cns) to lose power. The central nurse's station (cns) was then intermittently freezing up.